Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip could not be replicated in a testing environment as the coupler was unable to be exposed distally from the delivery catheter (dc) shaft. However, the reported complete clip detachment (ccd) was confirmed as the clip was returned detached from the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effect of tissue damage is listed in the mitraclip instructions for use as a known possible complication associated with the mitraclip procedure. The mitraclip instructions for use states that the mitraclip nt system is intended for reconstruction of the insufficient mitral valve through tissue approximation and it warns not to deflect the sleeve more than 90 degrees as device damage may occur. The incident was reviewed by the abbott vascular director of medical affairs who noted that the angulation imposed to reach the valve may have played a role. All available information was investigated and the reported difficult to deploy clip appears to be related to a combination of challenging patient morphology / pathology and user error due to using the mitraclip device to treat the tricuspid valve, which necessitated curving the clip delivery system (cds) more than 90 degrees. The additional forces on the delivery catheter may have contributed to the clip not being able to initially disengage from the l-lock tabs, such that troubleshooting was necessary to deploy the clip. The reported ccd appears to be related to procedural conditions as the clip detached during troubleshooting the deployment issue, which resulted in the reported tissue damage (procedural condition). Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The clip delivery system was returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that difficulty was noted during clip deployment and after the clip released from the delivery system, the clip detached from both leaflets, resulting in tissue damage. The clip remained attached to the gripper line and was able to be removed without issue. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. One clip was implanted and the tr was reduced to 3. The second clip delivery system (cds) was advanced to the valve. Deployment steps were performed; however, after the handle was pulled back, the clip did not release from the system. Excessive force was applied and troubleshooting was performed for 15 minutes. The clip was then deployed, reducing the tvr to 2; however, when the cds was retracted, the clip detached from both leaflets. The clip remained on the gripper line, free in the right atrium. Due to the clip detachment, the leaflets were damaged. It was noted that the cds was curved more than 90 degrees during the procedure due to the orientation of the valve. The cds was removed with the clip and a new cds was used to continue the procedure. Two clips were implanted and the tr was reduced to 3. No additional information was provided.

Manufacturer narrative:
(B)(4). Date received by manufacturer was reported incorrectly on the initial 30-day medical device report. The correct date is 09/08/2016.